Event description:
On 14 june 2022, neotract became aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. The patient experienced hematuria and blood clots, and presented to the emergency room on (B)(6) 2022, where he was diagnosed with a urinary tract infection. The patient received IV antibiotics but was not admitted, and returned home with oral antibiotics. On (B)(6) 2022, he was scheduled to follow up with his urologist. The current status of the patient is unknown.